Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the error log, but not on testing. The device's flow sensor was found to be contaminated with dirt and was replaced to address the issue. Additional findings not related to the malfunction/issue included maintenance replacement of the blower assembly and muffler. The system retainer printed circuit assembly was replaced because it was impossible to be reattached due to a cross-threaded screw.